Event description:
While surgeon was using bovie to dissect tissue in chest, lap sponge was touched by bovie. Bovie sparked and caught lap on fire. Surgeon quickly grabbed lap with forceps and tossed off operating field. Lap sponge landed draped over his head-light cord which was plugged in and in use. He continued working and assessing his field. No injury to patient's tissue, heart, lungs. No sign of burn on skin or drapes around incision. When lap was thrown off, continued to burn and flamed up. Rn grabbed lap from over light cord and dropped on floor. Rn was able to stomp out flames, then poured water on it after flames out. Bovie machine and handpiece will be sent to biomed to test.